Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical, electrical and x-ray inspection. A stylet was found inside the lead. The provided x-ray confirmed the bent lead tip in the implanted state. Further root cause analysis showed that the inner coil directly next to the lead tip was fractured. The observed inner coil fracture is assumed to be the root cause of the observed oversensing and pacing failure. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Additionally, a ligature mark was found 28 cm distal to the is-1 connector pin, as well as a deformed conductor coil and damaged insulation 13.5 cm distal to the is-1 connector pin. These damages probably occurred during the surgery. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Patient hospitalized due to pacing failure. No issue on impedance but pacing failure occurred intermittently due to noise. Also, this lead was implanted for lbbap 3 years before and when checked x-ray, tip of lead seemed to be bent around ring electrode. Lead replacement was done.

Manufacturer narrative:
Combination product: yes.